Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
During a fenestrated endovascular repair the stent came off the balloon while in the sheath.

Manufacturer narrative:
Engineering analysis: the details indicate that the first stent was dislodged while attempting to place the stent through the hub of the introducer sheath. No sample has been returned therefore an evaluation of the dimensions of the crimped stent could not be performed. The introducer sheath used in the case was also not returned. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). Manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs. Result: all (B)(4) quality inspection samples passed this final inspection without any performance related issues or the inability to pass through the introducer sheath. Conclusion: based on the details of the event atrium can find no fault with the device and or lot of stent delivery systems in question.